Event description:
It was reported the remote monitoring report on the lead showed possible oversensing with noise and false detections of atrial high rate episodes. Upon follow up with the physician's office, it was disclosed the patient will be seen in approximately two weeks for a chest xray and an interrogation of the device with isometrics. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.